Event description:
User facility medwatch report received that states: "during a procedure on the or, cardiologist attempted to use perclose to close arteriotomy. It was unsuccessful and pt bled. Attempt was made to cover from the contralateral side of the r femoral artery with a covered vioban stent which did not completely seal the bleeding and a larger stent was attempted to be placed. Unfortunately because of the tortuosity of the vessel, the stent graft deployed on the l side, in fact, was extending through the arteriotomy, not quite outside the pt. Pt was bleeding without pressure being held. Vascular surgeon called emergently to help stop bleeding and repair artery. A l common femoral endarterectomy with bovine pericardium patch closure was performed. What was the original intended procedure? Tavr proc." The user facility reporter was contacted and no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not expected to be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).